Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high white blood cells (wbc) result generated by the coulter lh 750 analyzer on a patient that has elevated cryoglobulins. The customer performed a manual wbc estimate and reported lower wbc result. A new specimen from the patient tested 5 days later gave a wbc result with the instrument generated flags. The erroneous results were reported out of the lab. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The patient specimen was collected in a 3ml edta bd vacutainer tube and sampled within 24 hours. The sample was stored at room temperature. Qc was run before and after the event and results were within specifications. A field service engineer (fse) was not dispatched for this event. Per bci labeling: known interfering substances, wbc: nrbcs, giant platelets, platelet clumps, malarial parasites, precipitated elevated proteins, cryoglobulin, microlymphoblasts, very small lymphocytes, fragmented white cells, agglutinated white cells, lyse resistant red cells, unlysed particles > 35 fl in size. Although cryoglobulins are a known interfering substance, the root cause of this event is unknown.